Manufacturer narrative:
Investigation: a single loose 1ml ll syringe in a sealed plastic was received and evaluated. A handwritten batch #8248834 was found on the plastic cover. The stopper was observed to be in the bottom out position. The plunger rod was observed to be broken off at the base of the stopper with the plunger tip remaining inside the stopper. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the broken plunger rod defect is associated with the assembly process.

Event description:
It was reported that the stopper separated from the bd syringe luer-lok¿ tip's plunger during use. As reported by the customer, translated from french to english, "the notifier reports a defect in the product 3m syringe 1ml luer lock sterilized gamma rays, ref 309628, lot: /, per: 31/08/2023. The stopper disengaged from the plunger. Syringe was given to the pharmacy. Problem at the production level?"

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the stopper separated from the bd syringe luer-lok¿ tip's plunger during use. As reported by the customer, translated from french to english, "the notifier reports a defect in the product 3m syringe 1ml luer lock sterilized gamma rays, ref (B)(4), per: 31/08/2023. The stopper disengaged from the plunger. Syringe was given to the pharmacy. Problem at the production level?"